Event description:
It was reported to the pt that his incontinence was worse now than before the sling was implanted. The pt had another device implanted on (B)(6) 2012.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.